Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; j2' h6. The reported event could not be confirmed due to lack of product/information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Femoral: review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - australia. Suggested component code: mechanical (g04) ¿ femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure approximately one year post implantation due to instability and pain. Patient was unstable with extreme valgus deformity. Patient had several falls since primary procedure. It was noted during procedure that the implants were well fixed. The femur and art surface were removed with flexible osteotomes. Attempts to obtain additional information have been made; however, no more is available.